Manufacturer narrative:
As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis and subsequently passed away. The event was manifested by cloudy effluent. The cause of the peritonitis was not reported. The patient was hospitalized for the event and treated with intraperitoneal vancomycin (dose, frequency, and duration not reported) and intraperitoneal gentamycin (dose, frequency, and duration not reported). One day after hospitalization the patient passed away. The cause of death was not reported , however it was suspected to be possibly due to sepsis and an unspecified cardiac event. It was not reported if an autopsy was performed. Dianeal therapy was ongoing at the time of death. It was not reported if the patient had recovered from the peritonitis event prior to death. No additional information is available.